Event description:
It was reported that the during insertion the swan-ganz catheter became knotted and was not able to be extracted through the usual post-procedure pull. The physician noted that vessel tortuosity was the primary reason that the catheter could not be removed. The patient had to be taken to the or to remove the swan-ganz catheter from the right common femoral vein. The device is not able to be returned as the device was discarded. No patient complications were reported.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. A supplemental report will be forthcoming with the device history review.